Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-02982. It was reported that a rotawire became separated and the burr catheter became stuck on the lesion. A 75% stenosed ,10mm length and 3.5mm vessel diameter target lesion was located in a severely tortuous and moderately calcified proximal right coronary artery. A 1.50mm rotalink¿ plus and a 325cm rotawire floppy were used in a percutaneous coronary intervention. First ablation was done at 180,000 rpm for 10 seconds. The second ablation was done at 180,000 rpm for 10 seconds. During procedure, it was noted that the ablation speed decreased to 15,000 rpm and the burr became stuck on lesion. It was further noted that the stall lamp was illuminated. Furthermore, the burr was turned upside due to tortuousity of the lesion and observed that the burr came into contact with the rotawire. The rotawire was noted to have separated at the distal side of the lesion and was retrieved with the snare. The rotawire was removed from the patient. The procedure was completed with this device. There were no patient complications reported and the patient's status was good.